Event description:
It was reported that stroke and thrombus occurred. A left atrial appendage (laa) closure procedure was performed. Upon transesophageal echocardiography (tee) before the procedure, smoke-like echo was observed, but since there was no laa thrombus, the procedure continued. A 33mm watchman laa closure device was implanted. The patient was put on warfarin and aspirin. A 45 day follow up tee was performed and no thrombus was detected. The patient was put on dual antiplatelet therapy (dapt) until six months. From six months on, the patient was on aspirin alone. Eight months after implant, the patient presented to the hospital with vertigo and vomiting. Cerebral infarction was observed (stroke scale 0, modified rankin scale was low). Tee the next day revealed thrombus on the device surface. The patient was put back on warfarin and observed. The dizziness alleviated in a few days. The patient will have a follow-up tee one year post implant procedure. It was further reported that at the time of the event there was no change in the seal of the device from the time of implant. The antithrombotic drug regimen prior to implant was warfarin. It is unknown if it was interrupted or uninterrupted pre-procedurally.

Event description:
It was reported that stroke and thrombus occurred. A left atrial appendage (laa) closure procedure was performed. Upon transesophageal echocardiography (tee) before the procedure, smoke-like echo was observed, but since there was no laa thrombus, the procedure continued. A 33mm watchman laa closure device was implanted. The patient was put on warfarin and aspirin. A 45 day follow up tee was performed and no thrombus was detected. The patient was put on dual antiplatelet therapy (dapt) until six months. From six months on, the patient was on aspirin alone. Eight months after implant, the patient presented to the hospital with vertigo and vomiting. Cerebral infarction was observed (stroke scale 0, modified rankin scale was low). Tee the next day revealed thrombus on the device surface. The patient was put back on warfarin and observed. The dizziness alleviated in a few days. The patient will have a follow-up tee one year post implant procedure. It was further reported that at the time of the event there was no change in the seal of the device from the time of implant. The antithrombotic drug regimen prior to implant was warfarin. It is unknown if it was interrupted or uninterrupted pre-procedurally. A one year follow-up tee was performed on 04mar2021, which noted that the thrombus was observed on the left atrium side of the watchman device surface. This thrombus was layered, non-movable, and had a maximum area of 3.30cm2.

Event description:
It was reported that stroke and thrombus occurred. A left atrial appendage (laa) closure procedure was performed. Upon transesophageal echocardiography (tee) before the procedure, smoke-like echo was observed, but since there was no laa thrombus, the procedure continued. A 33mm watchman laa closure device was implanted. The patient was put on warfarin and aspirin. A 45 day follow up tee was performed and no thrombus was detected. The patient was put on dual antiplatelet therapy (dapt) until six months. From six months on, the patient was on aspirin alone. Eight months after implant, the patient presented to the hospital with vertigo and vomiting. Cerebral infarction was observed (stroke scale 0, modified rankin scale was low). Tee the next day revealed thrombus on the device surface. The patient was put back on warfarin and observed. The dizziness alleviated in a few days. The patient will have a follow-up tee one year post implant procedure.